Event description:
Placed 7/12/97. Sometime after placement a 4-5 cm fragment broke off & lodged in a blood vessel near the liver. The fragment was surgically removed.

Manufacturer narrative:
Product implicated is a 3.5 fr. Umbilical catheter. Returned for evaluation is one unopened sample from the same lot. Lot review indicates nothing related to this incident and no other complaints of similar nature. The catheter was pressurized with a 6cc syringe and colored water by occluding the distal end of the tubing with a padded clamp. No leaks were detected. This was repeated several times while exerting pressures above 40psi and the lumen could not be made to leak. The lumen flushes and aspirates normally. The returned sample was subjected to tensile and elongation testing. All test results were above product specifications. This complaint is inconclusive, since the original sample was not returned and the returned sample was above the required specification.